Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer reported to philips healthcare that the device doesn't boot up fully. It gives a blue screen and then turns black. There was no pt involvement.